Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, the programmer passed functional testing. It was noted that the system fan was noisy. (B)(4).

Event description:
It was reported the programmer is "totally non-functional." The programmer was returned for repair. There was no patient involvement.